Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that on proximal rows 1 and 2, the stent struts were lifted and deformed. The undamaged distal section of the crimped stent outer diameter (od) was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-feb-2017. It was reported that crossing difficulties were encountered. The 85% stenosed, 32x2.50mm, eccentric target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderate to heavily calcified proximal left circumflex (lcx) artery. After a 6f guiding catheter and a 0.014" guide wire crossed the lesion, pre-dilatation was performed using a 2.00x10mm balloon catheter at 11 atmospheres and a 2x6mm cutting balloon catheter. A 2.50x32mm promus element ¿ drug-eluting stent was then advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed proximal stent damage.